Event description:
When the catheter was removed from package the outer coating was found separated at the distal portion causing the catheter's distal end to be out of shape. The product was not utilized in the pt and the product will be returned for analysis.